Event description:
The reporter obtained back to back (rapid succession) blood glucose result of 240 mg/dl and 154 mg/dl. Different fingersticks were used in testing. A control solution test result was in range 131 (95-143). No symptoms were reported.